Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. H3 other text : implanted.

Event description:
Edwards received notification of a pascal in tricuspid position where there was an slda noted on discharge echo. Patient was stable and discharged to home. Site pi did not want to attempt further re-intervention or device stabilization at time of discharge. Baseline tr was graded as torrential. This patient had excessive chordae structure in the grasping area and severe leaflet tethering or immobile leaflet. The case strategy called for a two-device strategy: anterior-septal device and 2-8 and posterior-septal and 3-9. Anterior was attempted first but after multiple attempts, it was noted that tr was not being significantly impacted so the team decided to move to posterior-septal strategy. A single pascal ace was implanted posterior-septal in a 3-9 orientation with a case time of 3 hours and 10 minutes from gs in to gs out. Post-implant tr severity was called as moderate, and device appeared stable. Subject's discharge tte report noted that the status post tricuspid valve repair with an edge-to-edge technique was severe functional tricuspid regurgitation with dislodgement of the pascal (single leaflet detachment) device. The rvsp was estimated to be 42 mmhg based on an estimated rap of 15 mmhg. As of current the event of tr worsening is ongoing. There is currently no plan of any re-intervention. No other adverse events are reported.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h10. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on the report provided by the clinical specialist. Available information suggests that excessive chordae structure in the grasping area; severe leaflet tethering or immobile leaflet and shadowing from pacemaker likely contributed to the event due to inadequate grasping as a result of challenging anatomy as well as difficulties placing the device. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.